Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the nurse that when activating the safety retraction feature of the allergist tray with bd safetyglide¿ needle, the needle detached from the device, flipped and landed on her forearm. A needle stick injury did occur however, no reports of intervention were noted.

Manufacturer narrative:
Investigation results: severity: s2; occurrence: a complaint history check was performed and this is the unknown related complaint reported with the defect/condition of needlestick with lot #7171628 regarding item #305950 investigation summary: customer returned photos of 1ml, 13mm, 27g bd safetyglide allergy syringes from lot # 7171628. Customer states that the rn activated the safety device after giving an injection and that piece came off the syringe and flipped and landed on her forearm. The photos were examined and exhibited the hub-needle/safety mechanism assembly separated from the barrel. Since the assembly separated from the barrel without properly covering the cannula tip, a needle stick could occur. CAPA (B)(4) has been opened to address this issue, therefore no device history record review is necessary. Bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw in feeds have a greater propensity for creating broken plungers versus machines with dial in feeds. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA (B)(4) has been opened to address this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time.

Manufacturer narrative:
Incorrect date: date received by manufacturer: 07/31/2022. Should be date received by manufacturer: 01/17/2018.